Manufacturer narrative:
Added d8, h3, h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. Since the foreign material was not on external surface of the device, it could not be removed by reprocessing. The light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, we could not specify occurrence cause by confirming the event/analyzing the device because the device was not sent to manufacture business center. The reported fault was likely a result of wear and tear for light guide lens and insufficient reprocessing for forceps elevator and distal end. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope lever had issues related to cleanning and the tip was defective. There were no reports of patient involvement.